Event description:
It was reported that a patient with history of shoulder revision underwent a revision procedure on (B)(6) 2012. Subsequently, the patient was involved in an automobile accident and returned to the hospital. The surgeon noted glenosphere disassociation and all components were removed and replaced on (B)(6) 2012.

Manufacturer narrative:
Review of explanted device found that all features associated with the system assembly were found to be in compliance. This follow-up report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01137-1 / 01139-1 and 1825034-2012-1147-1).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is number 4 of 8 mdrs filed for the same patient (reference 1825034-2012-01135, 1136, 1137, 1138, 1139, 1147, 1156 & 1157).